Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient went and had a colonoscopy and wanted to turn off the stimulator in case they needed to use electrocautery. They thought they were successful in turning it off. Now they were trying to turn it back on and kept getting poor communication. The patient had the colonoscopy on tuesday and started having bladder incontinence the next day after the test. They were walked through trying to connect the patient programmer to the stimulator with and without the antenna, and the patient received poor communication. They confirmed they could feel the stimulator under the skin and had the antenna over the correct incision spot. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue, and it was explained to the patient their stimulator may have reached end of life.